Event description:
It was reported that the pt has needed progressively much higher charge levels to hear. The pt has shown slow progress in spoken language. Her family now complains that she turns up the tv very loud, doesn't hear from a distance and understands spoken language with difficulty. Reportedly, the electrode array is positioned in the cochlea. Simulation levels are limited by the presence of facial nerve simulation, but the pt does not refer these stimuli as loud.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.